Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shut down unexpectedly, the customer plugged the pump in and turned it on. The customer resumed insulin delivery. The cause of the shutdown was not known. The customer's blood glucose (bg) level was in the 200s mg/dl and a bolus was delivered to address the bg level. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.